Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with normal operating currents. The pump passed the self test, unexpected restart, and off no power tests. No motor error alarm was noted. The motor passed the motor test. No unexpected green and black spot found on screen anomalies noted. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via telephone call that the insulin pump alarmed for a motor error. The blood glucose reading was 486 mg/dl and rose to 490 mg/dl at the time of the call. The customer had recently broken his arm. The customer received 3.6 units from his bolus, and was treated additionally with a manual injection. The drive support cap appeared normal. The insulin pump was not exposed to a strong magnetic field. The insulin pump passed the displacement test and the manual prime was successful with no motor error alarm. After troubleshooting, the customer's wife reported that the insulin pump alarmed again for a motor error. The customer's blood glucose reading was brought down to 199 mg/dl at this point. It was noted that the insulin pump had 3 motor error alarms in the history. It was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The insulin pump will be replaced and returned.